Manufacturer narrative:
The device itself was not returned. A cut, frayed portion of the suture and a partial fragment of what appears to be a cut anchor were returned. This does not constitute a device; consequently, the complaint cannot be confirmed. There is no manufacturing cause related to support this complaint.

Event description:
It was reported that the device needle got broken inside patient's anatomy. This occurred during a meniscal repair procedure when t1 could not be secured in the joint capsule due to needle being broken. No patient injuries were reported.